Event description:
It was reported that the doctors had problems because when they were implanting the screws, they noticed that the evoked was not showing any movement, what meant that the pt had loosing her mobility every time a screw was implanted. Once, when all the screws had been implanted, the equipment showed that the pt had no movement or sensibility at all. According to the rep, this meant that the screws were implanted in a wrong way. After this, the doctors decided to retire all the screws and to finish the surgery. They then closed the wound. After this, they waited until the pt awoke from anesthesia. Then, they did tests to the pt related to paraplegia and the pt was in excellent condition.

Manufacturer narrative:
Method: complaint history analysis and risk assessment. Results: the implicated device was not available for eval and the corresponding lot info is unk. It was confirmed that there was no failure on the implants themselves. (B)(4). Risk assessment: the pt lost sensibility and motor skills while the screws were being implanted and the pt returned to normal condition after implant removal. The surgeon provided info that the issue was pt related (small infarct in the spinal cord) and not associated to the devices. Conclusion: based on the available info there is nothing to suggest that this is a product quality issue and it is determined that the issue was pt related. Report is filed on one screw of twenty two screws that were reported as being implanted during this event. If any further info about the event is made available this will be reported as supplemental.